Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller (aic) was in use during mechanical circulatory support with an impella 5.5 device in a 47-year-old male patient with cardiomyopathy. During support, the registered nurse reported a new controller error alarm on the aic. The nurse contacted technical support to discuss the alarm and inquired whether the alarm could be disabled. It was communicated that the alarm could not be disabled, and the local hospital team was notified to further assess the situation. No additional device evaluation information related to the aic has been provided at this time. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.